Event description:
A report was received that the patient had lost some of his pain relief and was having to charge the implantable pulse generator (ipg) more frequently. An impedance check revealed that one of his two leads displayed high impedances on all contacts. It is not known which lead displayed the high impedances. The patient underwent a revision procedure in which the physician replaced both leads. The physician did not revise the ipg. The patient is recovering well and receiving good pain relief. It was noted that the patients complaint of frequent charging resolved after the revision. The explanted leads were discarded.

Manufacturer narrative:
Additional suspect devices: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5061149. Product family: scs-ipg-r, upn: m365sc11320, model: sc-1132, serial: (B)(4), batch: 204904.